Event description:
St jude bicor valve, 23mm porcine valve, originally surgically implanted on (B)(6) 2011, had to be surgically explanted on (B)(6) 2013 due to defect/malfunction. Diagnosis or reason for use: aortic stenosis.